Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was treated because of an infection that happened at the insertion site. He was admitted to the hospital for 12 hours on (B)(6) 2025 and got discharged the same day. The patient was given doxycycline 100 mgs twice a day or every 12 hours on that specific day. He only took that medication the whole day of (B)(6)(which he took medicine every 12 hours). They also performed a CT scan on (B)(6) and the doctor advised him to removed the sensor. The patient is doing okay now. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.